Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented with an infection. The pacemaker was explanted. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation. Device was above elective replacement indicator (eri) level upon receipt. The sterilization records were reviewed, and no evidence of abnormal sterilization was found, and device history record (DHR) indicates all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested under electrical and mechanical conditions and the results indicated normal functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: correcting age to 79.